Event description:
Pt complained that the device shocked her.

Manufacturer narrative:
Device was returned to MFR for further investigation on (B)(6) 2010. Preliminary tests were sent to the MFR on (B)(4) 2010. MFR's results pending. Associated accessory device: (B)(4).